Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of a direct jejunal tube. On an unknown date, the patient experienced an abscess at the jejunostomy site. On an unknown date, a scan was performed, showing that the j-tube was in the correct position. The jejunostomy infection was treated with an unknown antibiotic for 3 weeks. No further information was available.